Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history did not identify any similar incidents. Based on the information reviewed, the reported device damaged by another device was due to user technique/procedural conditions. The reported single leaflet device attachment (slda) was likely a result of the reported device damaged by another device. There is no indication of a product issue with respect to manufacture, design or labeling. The additional mitraclip referenced is filed under a separate medwatch report number.

Event description:
This is filed to report single leaflet device attachment/slda, damaged by another device. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4. It was noted heavy tortuosity, and a very floppy septum with anomalies. The first ntw clip (00808u157) was successfully deployed. Then an nt clip delivery system (cds 00803u167) was advanced to the mitral valve; however, steering was difficult due to anatomical challenges and the clip became stuck in the chords. During troubleshooting, the clip interacted with the first implanted clip (ntw), causing the ntw clip to become detached from the posterior leaflet, but remained attached to the anterior leaflet (single leaflet device attachment/slda). Since the nt clip could not be freed, the clip was deployed in chords. It was noted that the nt grippers were stuck and would not come back up. Two clips were implanted, reducing mr to 3-4. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.